Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was not able to hear with the audio processor at the first fitting. Re-insertion of the electrode array is planned for (B)(6) 2025.

Event description:
The user was not able to hear with the audio processor at the first fitting. Re-insertion of the electrode array was planned for (B)(6) 2025 but has now been postponed to september.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced a loss in hearing benefit with the device due to a post-operative migration of the electrode out of cochlea. Furthermore, one channel remained already extra-cochlea at the time of implantation. Re-insertion surgery was planned for june, but is now scheduled for (B)(6) 2025.